Manufacturer narrative:
Product ID 3093-28, lot# v806874, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported after implantation of the device it did not respond. It was noted programming had been tested prior in the office and the battery was in good condition, but the lead was not responding. It was reported medical staff completed a complete system implantation with incision and implantation of a tined quadripolar lead electrodes and removal of the previous quadruple lead electrode from the existing place and the new one was placed in the foramen s3 with fluoroscopy guidance for needle placement and then subcutaneous implantation of sacral nerve neurostimulator and electronic analysis and complex programming. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.